Event description:
On (B)(6) 2011, the lay user/patient's father contacted lifescan (lfs) alleging that the patient's onetouch ultra test strips were peeling. The medical surveillance specialist (mss) was unable to reach the patient's father by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's father alleged that the issue began in the morning on (B)(6) 2011. The patient's testing frequency is not known; however, according to the csr's documentation the patient manages her diabetes with insulin (self adjuster). It is unclear what action, if any, the patient took following the alleged issue, it is not known if the patient was able to obtain a reading after the alleged issue began, it is not known if the patient tested her blood glucose with another vial of test strips, and it is not known what the patient's last blood glucose result was prior to the alleged issue. According to the csr's documentation, two and a half hours after the reported issue began the patient experienced a convulsion. Other than diabetes, it is not known if the patient suffers from any other health conditions. It is not known how soon after the patient recovered from her symptom and it is unclear what treatment the patient received following the onset of her symptom. According to the patient's father, the patient did not test her blood glucose with another device. Per csr's documentation, on (B)(6) 2011 (time not specified) the patient was administered (by a non-health care professional) glucose and orange juice as treatment. Prior to receiving the treatment, the patient's symptom(s) is not specified and the patient's blood glucose result is not known. During troubleshooting, the csr confirmed the patient was using the proper testing technique. The alleged issue remains unresolved. Replacement test strips were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient reportedly developed a symptom that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.